Manufacturer narrative:
The vyaire service department received the suspected device/component and performed a failure investigation. The reported issue was in not duplicated in the laboratory setting. As a precautionary measure the backlight inverter and control pcb to backlight pcb cable assembly were replaced. No further investigation needed.

Manufacturer narrative:
Vyaire complaint #: (B)(4). The suspect device/component has been received by vyaire. An investigation is currently pending. Once the investigation is completed, a follow up report will be submitted with the results of the investigation.

Event description:
The customer reported that while using the avea ventilator, the user interface module (uim) screen starts up black intermittently. The customer stated there was no patient involvement associated with this event.